Event description:
The pump was explanted and replaced and returned to the MFR for analysis. No reason for explant or implant duration was reported. A follow up report will be sent when add'l info is rec'd.